Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported that they had their stimulator turned off during their knee surgery last (B)(6) 2026 but had it turned on after the surgery. Pt said when they turned it back on it was getting worse and it wasn't working. Pt mentioned this is not the first time this issue happened. Pt said that the symptoms they have on their back is the same as the problem that they had before they had the implant. Pt said they now live in (B)(6) and met with their healthcare provider (hcp) who guided them how to adjust and changed groups for their therapy. Agent attempted to check if the therapy was on and change group. Pt said they can feel the stimulation when they tryto increase it however it was not helping to lessen their pain. Pt wanted to reset their program and went online to research but they had been routed to patient services. The pt was redirected to their healthcare provider (hcp) to further address the issue.